Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed through multiple referenced internal reports and callback attempts that the customer experienced high blood glucose events associated with alleged infusion set and sensor issues. The event involved product(s) unomedical, mmt-7841zn, unk_sensor, mmt-1884 and unk_reservoir. The event was categorized as high bgs/under delivery, insulin flow blocked alarm, bent cannula, and sensor glucose (sg) vs. Blood glucose (bg) inaccuracy. Troubleshooting was not performed. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. The customer¿s blood glucose was 480 mg/dl and sensor glucose readings around 300 mg/dl, and that the customer required hospital evaluation. No further customer complications were reported. Unomedical, mmt-7841zn, unk_sensor, mmt-1884 and unk_reservoir were not expected to return. Frn-mmt-unk-rsvr, unomed inf set, ozp-mmt-unk-snsr, pqf- mmt-7841zn-xmtr.